Event description:
Health care professional reported right side deflation. Device has been explanted and replaced.

Event description:
Health care professional reported right side deflation. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation:the device related to the reported event of deflation, received on (B)(6)2022 with lot number 3417840. Visual analysis of the returned device identified: crease fold, wear abrasion, and an opening on posterior. Leak test and microscopic analysis was performed which identified: a crease smooth opening on posterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a crease smooth opening on posterior assessed as fold flaw opening.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Health care professional reported right side deflation. Device has been explanted and replaced.